Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and higher thresholds in unipolar mode than in bipolar mode. There was no capture in bipolar mode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: vedr01 implantable pulse generator (ipg) 2013 (B)(6); 5076 implantable pacing lead 2004 (B)(6). (B)(4).